Event description:
The surgeon felt resistance loading an icm120v4 12.0mm implantable collamer lens. The lens was inserted and as the lens was unfolding in the pt's eye it was discovered that the icl had torn. The lens was removed with no pt injury. The surgeon did not implant another lens.

Manufacturer narrative:
Evaluation codes: method (other): lens work order search; device history record review results: visual inspection of the returned product found one haptic torn. A lens work order found no similar complaints wthin the work order. A review of the device history review found nothing in the raw material records, manufacturing, packaging and sterilization processes that could have been the root cause of this complaint. Conclusion: based on the complaint history, the DHR review, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that that the injector and cartride were not returned for evaluation.